Event description:
A patient underwent a totally thoracoscopic maze procedure. During insertion of the eml2 clamp around the left pulmonary veins (lpv), the lpv was torn, and bleeding occurred. A midline incision was performed, and the injury was repaired. The patient is recovering. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.